Event description:
The front of the mics totally fell apart in the middle of the tibia cut. The ball bearings inside of the mics went all over the room, (they have to get x-ray for end of the case to make sure none fell inside the knee), the saw attachment tightening ring fell out of the mics. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with disassociation was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: collar - damaged screws, motor output coupling - loose screws clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.